Manufacturer narrative:
After battery installation, the pump gave a full segment display anomaly due to a faulty component at the interface board. No unexpected audio/beep anomalies were noted. The pump was unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the watchdog timeout alarms, button/keypad unresponsiveness or back light anomaly due to the full segment display. No moisture/damage on the keypad traces noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and it them alarmed watchdog timeout, the buttons would not respond, the backlight would not turn on and the display went blank. Blood glucose value was 99 mg/dl. He was instructed to remove the battery for five minutes and then reinsert it; the display did not return. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.